Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no defects or malfunctions found with the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient felt the homechoice device filled them with more fluid than the prescription. There was no patient injury or medical intervention associated with this event. No additional information is available.